Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the e117 error code being displayed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera control unit produced an e117 closed control unit malfunction error code. The issue was found during preparation for use of an unknown procedure. The intended procedure was cancelled and there were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the e117 error was displayed due to a mother board failure. Although procedure was cancelled, there was no health hazard to patient. Olympus will continue to monitor field performance for this device.